Manufacturer narrative:
One fluid warmer was returned for evaluation. Upon power up, the device alarms sounded. Upon visual inspection, it was noted that there was a crack in the return tube which had leaked water, and damaged multiple internal components. This confirms the reported customer complaint. Replaced return tube and device passed all functional and electrical tests.

Event description:
Information was received that a smiths medical fluid warmer has no flow, and alarms sounded.